Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed.

Event description:
Post onyx procedure, it was reported the pt experienced slight chest pain. No other complications were reported.